Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2021, information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was the caller stated that the patient has had less than 100% therapy usage for multiple consecutive days based on the stimulation usage graph. The caller initially indicated that the patient did not turn the ins off and the patient did not let the ins deplete. The caller indicated that the impedance test showed one electrode was out of range but that electrode was not programmed. The caller asked why the device would turn off. The caller then asked the patient if they use the remote to turn the ins off and the patient confirmed that they did turn the ins off. Troubleshooting was not required. Reviewed information about impedance and using the clinician programmer data.  No symptoms/patient complications reported.